Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, psychological disorder, smoker, periodontal disease, immediate implantation, peri-implantitis, pain, swelling, mobility.